Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: 2019-52046.

Event description:
A surgeon reported seeing a dark crescent temporally through the microscope when the aberrometer was attached. Upon examination it was noted the aberrometer had too much movement causing it to be out of alignment. No patient or surgical impact was reported.

Manufacturer narrative:
The company service representative examined the system, confirmed, and replicated that the dovetail and mounting bracket was loose. However, seeing a dark crescent was not noted. The dovetail, dovetail friction block, and female dovetail were replaced. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).